Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was partially explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered for the right ventricular (rv) lead. The lead exhibited high and undefined pacing impedance, oversensing-noise, elevated sensing integrity counter (sic), high rate non-sustained episodes, and was possibly fractured. The lead was programmed off and remains implanted. No patient complications have been reported as a result of this event.